Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: a companion sample and the non-baxter extension set were received for evaluation. A visual inspection of the sets was performed. The samples were subjected to pressure testing and leak tested. The set passed all tests; no malfunctions were found.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a supplemental MDR will be submitted.

Event description:
It was reported that a clearlink extension set had compatibility issues with a non-baxter extension set resulting in a leak. This occurred during infusion. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.